Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella cp experienced air in the purge system alarms. Several attempts to de-air were unsuccessful. The purge cassette was changed, but the new cassette was leaking. The automated impella controller was exchanged to resolve the issue.

Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: fluid leak: the cause of the fluid leak was a damaged valve on the purge cassette that broke off as seen on the returned purge cassette. This is an unintended user error or excessive force that resulted in the damage to the cassette.